Event description:
It was reported that a cartridge change error occurred. There was no reported adverse impact to the customer's blood glucose level. Technical support guided the customer through successfully filling and loading a new cartridge, allowing them to resume insulin therapy.